Event description:
It was reported that a pump has no audio output. The customer reported that the pump was rec'd as a replacement. It was also reported that the pump had not been used on a pt yet.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom "pump has no audio output." The eval found that the pump audio output exhibited a distorted audio condition. The eval found that the audio output was very low on the high volume setting, and barely audible on the medium and low settings. The eval found that the symptom was caused by a failed speaker. The rear case assembly will be replaced.